Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the computer for the navigation system and the monitor were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system and monitor have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system would not start up. When starting up, the system displayed "no input signal" and appeared to be unresponsive. When starting the system, it was reported that the computer would loop the start up process and not show the application launcher screen. The mouse was reported to be unresponsive. Once started, the monitor colors were to specifications where they were slightly green. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect monitor was returned to the manufacturer for evaluation. Testing found that a green hue displayed on the monitor. The settings were restored to defaults and the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The suspect computer was returned to the manufacturer for evaluation. Testing found that the hard drive had two bad blocks.